Event description:
It was reported that during an unk procedure, during the first firing the motor paused for an unusually long time and then restarted again. The device was then reloaded and when the surgeon went to fire the device, but it would not fire and potentially locked out. The scrub thinks the surgeon tried the reverse knife button, but this didn¿t work and then they used the manual override and got a new echelon to complete the procedure. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2024 exact event date unk, entered 1/1/2024 as only the year was provided. Batch # 467c71. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/3. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 467c71, and no non-conformances were identified.